Event description:
On (B)(6) 2012, 2 ptx stents were placed. On (B)(6) 2012, thrombosis was confirmed. The pt had rest pain. Thrombus aspiration, pit and stent placement (detail of the placed stent: unk) were performed. The rest pain was recovered. Pt recovered.

Manufacturer narrative:
There were no zilver ptx devices of lot number c776344 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for eval. The stent was implanted in the pt; therefore, is not available for eval. Angiogram images were planned to be provided; however, no images were received to date. As no images were available for review, the customer complaint could not be confirmed. According to additional information provided for this complaint, the lesion was totally occluded prior to stent placement, residual inflow, outflow was evident and target vessel length was long (460mm). These factors could have contributed to the thrombosis event in this case; however, a definitive root cause cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Recovery of pt was confirmed. It may be noted that thrombosis is a known potential adverse effect as per instructions for use. Health risk assessment was initiated for stent thrombosis. Quality engineering assessed the complaint using the health risk assessment (hra) scale and the risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.